Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid was returned within a shipping box, a plastic bio-pouch, and an open pipeline flex inner pouch. Visual inspection/damage location details: the pipeline flex braid was returned already detached from the pusher. Therefore, the proximal and distal ends of the braid could not be identified. The pipeline flex pusher was not returned. Both ends of the pipeline flex braid were found open and damaged (frayed). Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed as both ends of the pipeline flex braid were found open. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. As the braid was not deployed in a bend and the patient's vessel tortuosity was moderate, it is likely that the damage found with the braid contributed to the failure to open. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right internal carotid artery intracranial aneurysm with a max diameter of 7 mm and a 6 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. The landing zone was 4.5mm distally and 4.8mm proximally. It was reported that during the operation, the distal end of the pipeline ped stent could not be opened. After attempting to retrieve, push and pull, it still could not be opened. The stent was not placed in the tortuous part of the blood vessel. After replacing the stent, the surgery was successfully completed. The patient was safe and the reason why the stent did not open could not be determined. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information received reported the pipeline had not been placed in a vessel bend when it failed to open. Retrieval and push/pull was attempted to open the pipeline.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.